Event description:
The customer reported to customer service that a hole burned through the transformer housing for the power supply for her pump. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not witness any smoke, fire or sparking, but a hole had burned through the transformer housing. She also indicated that no injuries were sustained as a result of the issue. She did return the power supply for testing/ analysis. Refer to page 3, eval summary, for details of the analysis/eval performed on the power supply. In summary, a short circuit caused the transformer to heat up, resulting in a breach in the housing. A breach in the transformer housing is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed deformation on the transformer housing and a hole with a diameter of approx 2.0 mm with a metal wire sticking through it. The wire protruded approx 1.2mm above the surface of the plastic housing. A visual examination of the cord revealed nothing usual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.4 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.